Event description:
Fresenius medical care canada, inc. Reported that ultrafiltration (uf) rate was higher than expected during the first 2 1/2 hrs. Of a hemodialysis treatment. Goal was set for 3 1/2 hrs. But was reached in 2 1/2 hrs. Treatment was completed with the uf off. There was no serious injury or illness.